Event description:
Product surveillance had received a user facility report regarding IV tubing which is used for administration of blood via gravity. The customer could not get blood to flow through the tubing. This occurred in the ambulatory surgical facility. This has happened on more than one occasion. There was patient involvement but no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation, the sample was received and was identified as a non-baxter product. The sample was sent back to the reporter, the manufacturer was unknown; therefore, notification could not be sent.

Manufacturer narrative:
(B)(4). The user facility report is attached. A 510k number will not be provided in the emdr, because the product is unknown at this time. It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. (B)(4).